Event description:
It was reported in a scientific article that the vns patient has experienced sleep apnea during stimulation. It was indicated that every episode of respiratory disturbance was associated with stimulation, and lasted the entire period of stimulation. It was indicated that the vns patient has epilepsy with continuous spike-waves during slow sleep (cswss). The reported event has been determined to be related to vns therapy. No interventions were taken for the reported event. No functional allegations against the device were made.

Manufacturer narrative:
Heberle, claire, patrick berquin, nicole larnicol, and fabrice wallois. "Vagus nerve stimulation in a case of epilepsy with cswss: respiratory side effects during sleep." Epilepsia 43.10 (2002): 1268-1270.